Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now. The customer¿s blood glucose level was 7 mmol/l at the time of the incident. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm multiple times. Troubleshooting did not resolve the issue. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.